Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed critical pump error after the device was exposed to moisture. The patient's blood glucose at the time of incident was 406 mg/dl. The mother did not note any symptoms or treatments related to the high blood glucose. Troubleshooting did not occur. The insulin pump will not be returned for analysis at this time.